Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a meniscus repair surgery, when trying to perform the meniscus suture, the specialists did not have success as the used fast fix 360 only had 1 peak. In consequence, the t1 implant was removed from the patient, since the t2 implant could not be deployed¿. An exact root cause cannot be determined with confidence.

Event description:
It was reported that, during a meniscus repair surgery, when trying to perform the meniscus suture, the specialists did not have success as the used fast fix 360 only had 1 peak. In consequence, the t1 implant was removed from the patient, since the t2 implant could not be deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.